Event description:
The reporter contacted animas on (B)(6) 2012, stating that the up arrow keypad button was unresponsive. The reporter noted that the keypad was peeling off by the contrast button and that there was a tear by the up arrow keypad button, but was unable to confirm whether this occurred before the tactile issues. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt in a case and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the up arrow and contrast buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow keypad button was intermittently responsive, and the up arrow and contrast buttons were unresponsive; the ok button responded properly. During investigation, evidence of contamination was found under all key contacts.